Event description:
Related manufacturer reference number: 2017865-2022-08973. It was reported that the patient presented to the hospital for a device upgrade procedure on (B)(6) 2022. During procedure, it was noted that there was far field p wave oversensing causing ventricular pacing inhibition on the implantable cardioverter defibrillator (ICD). The physician closed the incision as it was to be managed by programming changes. Since the oversensing was too large, the physician opened the incision again and repositioned the right atrial (ra) lead multiple times as it was a potential lead malfunction. Further testing confirmed no malfunction on the ra lead. The physician explanted and replaced the ICD on (B)(6) 2022. This resolved the issue. The patient was in stable condition throughout.

Manufacturer narrative:
Correction - d4 - lead serial number, lot number, expiration date, UDI correction - h4 - device manufacture date.